Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump lost power during the night resulting in the patient have a blood glucose of 515 mg/dl the following morning. The reporter indicated that the battery was changed and the pump emitted a beeping sound as if alarming but the display screen remained blank. The reporter confirmed that the battery cap was secured appropriately and confirmed that there was no damage to the battery compartment or cap and there was no evidence of moisture damage in the battery compartment. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation that the pump lost power.